Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position where during the procedure there were issues while releasing the implant. There were no issues during device preparation. While turning the release knob, the physician noticed more tension doing the first turns until a click noise was recognized. After the click noise, the physician stopped for a moment and then the rotation knob was turned without resistance. It was visible on fluoro that the implant turned sideways for a moment and then jumped back. There was no harm to the patient and no change in the result.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). H7- a recall has been initiated and notifications to affected customers in the EU and emea are ongoing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Manufacturer narrative:
The complaint for difficult to unscrew and retract implant release knob was confirmed with other empirical evidence and there is evidence related manufacturing. Based on the product evaluation performed for this device, the actuation wire and hypotube, and implant release knob were within specifications and the functionality of the device was not altered. Imaging evaluation was not returned and cannot confirm device malfunctions. The edwards on-site clinical specialist (cs) testimony, imaging evaluation and the root cause investigation documented were used to confirm this complaint. Available information suggests that multiple root causes in the manufacturing procedure, specifically during implant attachment, allowed for this complaint code to emerge. Recommendations to improve the manufacturing assembly process for implant attachment will be addressed in a CAPA. A pra was also initiated under management discretion due to multiple complaints reported for this issue in a short period of time. Additionally, this pra addresses the increase in severity of harm related to an existing hazardous situation. An fca was initiated to retrieve potentially impacted units in the EU under the number z-2479-2023.